Event description:
Boston scientific received information that an alert was triggered due to out of range pacing impedances. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this patient had died. There was no allegations when it comes to the device or right ventricular lead. The system was buried with the patient.

Event description:
-